Event description:
It was reported that the programmer lost communication with the analyzer and displayed an error message while the patient was being paced by the analyzer during a device changeout. The caller was advised to remove the analyzer and reinsert it into the programmer. The patient was paced by the device until the analyzer was reinserted. The programmer remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.